Event description:
It was reported that the patient was experiencing pain at implantable pulse generator (ipg) site. The patient underwent a pocket revision procedure. No product was added or removed. The patent was doing well postoperatively.